Manufacturer narrative:
A complete lead was returned with its helix fully extended and within product specification for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that during the implant procedure, dislodgement of the left bundle area pacing (lbap) lead was noted. The lead was not used, and the physician elected to complete the procedure with a different lead. The patient remained stable throughout the procedure.